Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Analysis summary: (B)(4) distal conductor fractured, defib conductor fractured, several conductors blood/body fluid (not obstructed), blood/body fluid outer tubing overlay, outer tubing kinked/buckled, outer tubing overlay melted, lead stretched. Full lead in segments returned and analyzed.

Event description:
Review of information indicates high rv (right ventricular) pacing impedance and rv oversensing. It was further reported that there was pacing failure, noise, lead fracture, and that the patient received inappropriate shocks. The pace/sense portion of the lead was capped, and a new pace/sense lead was placed. No further patient complications were reported as a result of this event.

Event description:
Review of information indicates high rv (right ventricular) pacing impedance and rv oversensing. It was further reported that there was pacing failure, noise, lead fracture, and that the patient received inappropriate shocks. The pace/sense portion of the lead was capped, and a new pace/sense lead was placed. No further patient complications were reported as a result of this event. It was also reported that the lead had fractured and detections had been turned off. The lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
Review of information indicates high rv (right ventricular) pacing impedance and rv oversensing. It was further reported that there was pacing failure, noise, lead fracture, and that the patient received inappropriate shocks. The pace/sense portion of the lead was capped, and a new pace/sense lead was placed. No further patient complications were reported as a result of this event. It was also reported that the lead had fractured and detections had been turned off. The lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Other: review of information indicates high rv (right ventricular) pacing impedance and rv oversensing. It was further reported that there was pacing failure, noise, lead fracture, and that the patient received inappropriate shocks. The pace/sense portion of the lead was capped, and a new pace/sense lead was placed. No conclusion can be drawn. Impedance, high, interference, lead(s), fracture of, oversensing, pace, failure to; device remains activated. Shock, inappropriate.